Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the pump had a post-reset ram crc alarm, blank display anomaly and keypad unresponsive. The customer¿s blood glucose level was 194 mg/dl. The customer stated that the pump was kicked and display lights up across the middle and then goes off. Customer reported that the screen was not completely blank. Customer reported that pump buttons did not begin to work in less than 5 minutes without battery change. The customer was advised that the pump reset will be required and settings will need to be re-programmed. The insulin pump will be returned for analysis.